Event description:
An (B)(6) male pt's wife contacted zoll customer support to report that the pt's monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. Upon evaluation, a fractured solder connection was discovered at high-voltage capacitor c21 on the defibrillator board. The cause of the inability to power on is the fractured solder connection. The cause of the fractured solder connection cannot be positively determined but is likely severe mechanical shock from physical impact. No adverse event resulted from the defective monitor. The pt received a replacement monitor.